Manufacturer narrative:
(B)(6). Date patient pain began is not known. (B)(4). Lot number unknown. Date of implant reported as 2016, exact date is not known. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a partial revision of total knee and knee manipulation, and was implanted with a 4.5mm variable angle locking compression plate (va-lcp) curved condylar plate, four (4) 4.5mm cortex screws, three (3) cannulated va locking screws, and two (2) 5.0mm cannulated va locking screws on unknown date in 2016. On unknown date patient reported pain and stiffness associated with the implants. Patient was returned to surgery on (B)(6) 2018 where all hardware was removed. Patient was not revised to any additional hardware as the fracture had healed. Surgery was completed successfully. Patient reported in stable condition. This report is for one (1) 4.5mm cortex screw 36mm. This is report 3 of 10 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.